Manufacturer narrative:
In response to FDA report number: mw5092680. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported a right side ¿since having breast implants had to undergo a revision due to complications regarding breast implants. Still lots of pain and burning breast still discolored, still continued to have adenopathy of multiple lymph nodes...under dr's supervision and evaluating breast implants. Continue to feel plastic rubbing against muscle. Lymph nodes continue to stay elevated." Patient additionally reported "white blood count continues to stay elevated", unrelated to the device. Device remains implanted.